Event description:
It was reported that the customer was hospitalized due to hyperglycemia. Troubleshooting was performed, and it was found that the customer uses the reservoir for ten days. It was found that the programming on the insulin pump was correct, and the insulin pump passed the self test. After reviewing the history files in the insulin pump, it was found that the customer had received an alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.